Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported some phacoemulsification (phaco) handpieces heat up after moving to a higher grade of cataract. Additional information has been received indicating the phacoemulsification handpiece had a weak loss of power. In order to compensate for the weak power, the doctor had to increase the grade level to have the desired power effect. When the power grade was increased the handpiece heated up. Patient impact is unknown.

Manufacturer narrative:
The company service representative performed testing on four (4) phaco handpieces at the site. The company service representative found one (1) of the phaco handpieces was heating up slightly during testing; however, it was not confirmed if the phaco handpiece was out of specification for temperature. Furthermore, as serial numbers of the alleged phaco handpieces were not provided by the customer, it could not be confirmed which phaco handpiece, or if any of the tested phaco handpieces were associated with the reported event. The system was then tested and met all product specifications. The phaco handpiece was not returned for evaluation. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was not returned for evaluation. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The company service representative performed testing on several handpieces at the site; however, as serial numbers of the associated handpieces were not provided. The company service representative did not confirm if the alleged handpieces were nonconforming. The system was then tested and met all product specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).